Manufacturer narrative:
The device was returned and the evaluation states that the pump doesn't function at all. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that when lowering the lift it will start down normally then jump down. This only happens with weight in the unit.